Manufacturer narrative:
B3: date of event is unknown b3. The date received by manufacturer has been used for this field. H.6 investigation summary: material #: 368889, lot/batch #: 2056784. Bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter (including dirt) as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of foreign matter (including dirt). Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that while using the bd vacutainer® lh 102 i.u. Plus blood collection tubes that there was foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: the customer reported that fm (dirt ) was on the cap of the tube.